Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent hypoglycemia around lunch and dinner when meal announcing, with an observed blood glucose of 34 mg/dl; no device data were available due to lack of mobile app syncing, and user education was provided to avoid meal announcements when glucose is on the lower end to reduce insulin stacking. Symptoms included hypoglycemia requiring immediate treatment. Outcomes included self-treatment with oral fast-acting carbohydrates and continued monitoring at home without medical intervention or hospitalization. Investigation included review of available user report and coaching on use practices. Investigation of this case revealed use-related factors consistent with meal announcing at low glucose as a likely contributor, with no device malfunction identified. It was concluded that the event was user-related with no confirmed device failure and that appropriate education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.